Event description:
During surgery, the surgeon had used with no difficulties the broaches. But when he tried to implant the definitive stem, the stem was stuck at 1 cm from its final impaction. Not possible to push more the stem without the risk to broke the femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.